Event description:
The customer reported there were 3 incidences when the device alarmed "low battery". The dates of these occurrences are (B)(6) 2018-(B)(6) 2018. The customer was concerned prior to going live with the devices about the battery charges not holding. It is unable to be verified if the devices were plugged in at the time they alarmed "low battery". There is no report of patient involvement.

Manufacturer narrative:
The reported event of pcu alarmed ¿low battery" file was opened to document an event that the customer reported. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. The customer stated that there was no patient involvement.

Manufacturer narrative:
The reported event of pcu alarmed ¿low battery" file was opened to document an event that the customer reported. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. The customer stated that there was no patient involvement

Event description:
The customer reported there were 3 incidences when the device alarmed "low battery". The dates of these occurrences are (B)(6) 2018. The customer was concerned prior to going live with the devices about the battery charges not holding. It is unable to be verified if the devices were plugged in at the time they alarmed "low battery". There is no report of patient involvement.